Manufacturer narrative:
(B)(4).

Event description:
The patient received an eri alert and presented in clinic. The device was explanted and replaced. The physician suspects premature battery depletion. The patient is in good condition with no adverse consequences.

Manufacturer narrative:
Interrogation of the device revealed the device was at end of life (eol) when received. A longevity calculation was performed and the battery depletion was found to be normal based on the device usage. The device functionality was tested and no anomaly was detected. Based on this information, there was no evidence of device malfunction.